Event description:
Customer contacted beckman coulter inc. (Bci) regarding an ammonia (amm) result of <9umol/l generated by the unicel dxc 800 pro synchron chemistry analyzer which was reported outside of the laboratory. A second sample from a different patient about an hour later also recovered <9 umol/l. The first sample was then rerun and gave 20 umol/l and the original result was amended. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was on-site and replaced some hardware after which a precision run and qc passed specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. The issue appears to have been resolved.